Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was low for two hours but the patient had no fingerstick to confirm the readings. The patient self ¿ treated twice with her ¿emergency diabetic pen¿ [presumed to be glucagon]. The cgm continue to read low so her husband took her to the ER. The patient was already feeling sick before the incident, which made her weak when it happened. When they arrived at the hospital, cgm was still reading low and fingerstick comparison was taken and the bg reading was 600 mg/dl. There was no treatment information provided. The patient was discharged the same day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.